Event description:
The device was implanted on (B)(6) 2005 and was explanted on (B)(6) 2012 due to low battery. The patient was electively admitted to the hospital as day case for ICD box replacement. On (B)(6) 2012, new ICD box was implanted successfully at (B)(6) hospital. Atrial and ventricular leads remain in situ. No additional information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).